Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, nausea and vomiting. No blood glucose reading was reported. Troubleshooting revealed that the customer was not using the bolus wizard feature correctly on the insulin pump. The insulin pump passed the prime test. The tubing clamp was not available for the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.